Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings, evaluation found the complaint was confirmed. Also, evaluation found the illumination lens was chipped due to impact, the rubber bond had abrasion, the coating of the insertion part was peeled due to chemical load, there was heavy forceps lever movement due to damage to the forceps elevator lever, angle fixing was not possible due to deterioration of the forceps elevator lever, angulation was insufficient and the knobs had play due to angle wire elongation, there was degradation of the resin of the operating part due to chemical load, the control grip was cracked, the ultrasonic probe had rattling due to physical load, and the tip part was dropped. No parts fell off the distal end. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the distal end cap of the evis exera ii ultrasound gastrovideoscope was cracked, angulation was insufficient, the adhesion of the light guide lens was defective, and the lens was porous. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the dirt entered from a gap of the tip adhesion part and the tip was cracked due to physical load. The report is being submitted due to dirt entering the scope and the cracked tip found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to update h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. Attempts were made to obtain additional information regarding the event but no further information was provided. Event 1: gap in adhesive. It was confirmed that there was a gap between the acoustic lens and the ultrasound probe but the cause could not be specified. Event 2: distal crack. It was confirmed there was a crack in the distal end which had likely occured due to physical loading stress. The event can be prevented by following the instructions for use (IFU) which state: "cautions ·do not attempt to bend the endoscope's insertion section with excessive force. Otherwise, the insertion section may be damaged. ·do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result." Olympus will continue to monitor field performance for this device.